Event description:
A report was received that an electrode shaft is broken from the hub.

Manufacturer narrative:
Tcn-5-3m, lot 061316: the complaint the tcn electrode had a broken shaft was confirmed. Root cause is excessive mechanical force impressed upon the shaft led to the complete fracture of the shaft from the hub. Visual inspection also found that the epoxy exhibits a chip out and discoloration. The color of newly cured epoxy is amber, light brown. If the epoxy is subjected to too many autoclave cycles it becomes brittle and discolored.

Event description:
A report was received that an electrode shaft is broken from the hub.